Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having kidney disease and strokes. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Patient alleged having kidney disease and strokes. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. White powder contaminant found around the air inlet and inside the air inlet and iso port. Grey film found on the upper enclosure. White powder found on the pca. White powder contaminant found on blower cap and blower cap seal. White powder contaminant found on blower box, on blower, and on blower blades. Beige contaminant found in blower box. Dark contaminant found at blower seal on blower box. Pil is unable to assess the symptoms described in the complaint. Pil can confirm the presence of a grey film contaminant on the upper enclosure. Pil found a white powder contaminant around the air inlet, inside the air inlet, inside the iso port, on the pca, on the blower cap, on blower cap seal, on blower box, on blower, and on blower blades. Pil can also confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin observed. Pil found no evidence of sound abatement foam degradation and breakdown. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were no instance of errors on the device. Pil was unable to confirm the presence of degraded sound abatement foam in the device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam.